Event description:
A report was received that the patient will undergo a pocket revision procedure due to discomfort. The physician will move the pocket to a more comfortable location.

Manufacturer narrative:
Additional information indicated that the physician revised the patient's pocket to a more comfortable location. The patient is reportedly doing well following the procedure.

Event description:
A report was received that the patient will undergo a pocket revision procedure due to discomfort. The physician will move the pocket to a more comfortable location.